Event description:
When near sources of emi, like the "blender at (B) (4)" or a "microwave" the pt feels the stimulation more strongly (a surging sensation) at his paresthesia area, there was no known accident or incident related to the event. The pt was at home. His status was "good". Follow-up with the pt's healthcare professional was recommended. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).